Event description:
Hill-rom received a report form the account stating the brakes were not holding when in brake mode (the casters would still roll). The bed was located in the delivery area at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician determined the casters required adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician calibrated all four brake casters to resolve the issue. Based on this information, no further action is required.